Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null ,batch/lot number 919109005, model/catalog description: control pump fgs iz model, number/catalog number: 72400024, serial number: null, batch/lot number: 922796002, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient stated experiencing full incontinence for a month with a four year old artificial urinary sphincter (aus) because it was not working. The patient returned to the physician and indicated that the device "was broken" but was not sure of what was broken. A revision procedure was scheduled for (B)(6) 2019. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. Additional information received confirmed the procedure taking place. During the surgery the existing device was removed and a new aus was implanted. No more information available at the moment. Should additional information become available, it will be provided.